Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system server had an issue where all stations were on disconnected mode and users were unable to login. A technical support specialist (tss) accessed the application server to determine whether disk space was being consumed by the windows folder, which was typically less than 30 gb unless error logs have accumulated. The tss checked c:\windows\logs for the httperr folder, which can sometimes consume large amounts of space, and recommended clearing these logs if necessary. If the issue persisted, other potential causes such as sql backups, logs, or saved print jobs were to be investigated. It was found that the es server had run out of disk space on the e: drive, preventing the server database from functioning properly. The tss confirmed that the hospital information technology (hit) team added additional disk space, restoring functionality and helping prevent future occurrences. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all stations were in disconnected mode. The user reported that users were unable to log in to the stations. Additionally, all stations were reported to be in critical override mode. The user indicated they would also contact their local health information technology team regarding the issue. The disconnected status affected normal system operation across all stations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.